Event description:
The user facility returned an asset high definition lcd monitor to the olympus service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, no image was displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement associated with this event.

Manufacturer narrative:
Date of event: (B)(6) 2021. The device was returned for evaluation. The green power light was found to be on but there was no image displayed. The no image was caused by a faulty board. In addition, cosmetic damage was found on the housing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event was a faulty board. The root cause of why the board failed could not be identified. Olympus will continue to monitor field performance for this device.